Event description:
Info received indicates the left intermediate siderail will not latch.

Manufacturer narrative:
The technician found the siderail center arm was broken. He replaced the center arm to repair the bed.